Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: a review of the pump's basal change history from (B)(6) 2015 to (B)(6) 2016 did not match the basal program. The pump was put on a basal program of 1 unit per hour for 24 hours during the investigation. The pump's recorded total daily dose matched the expected basal rate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the recorded basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.